Event description:
It was reported that on (B)(6) 2012, the patient underwent a femoro-femoral bypass surgery with the involved graft together with a femoro-popliteal bypass surgery with an eptfe graft not manufactured by intervascular. Bleeding occurred from the involved graft, which necessitated the use of hemostatic agents and biological glue. The bleeding was stopped after one hour, the graft remained implanted. On (B)(6) 2012, seroma and hematoma were observed and drained during a follow-up visit. On (B)(6) 2012, the patient was admitted to the hospital for another seroma drainage, no infection was found. On (B)(6) 2012, it was reported that both grafts were explanted because of an infection. The patient can be initiated at the moment.

Manufacturer narrative:
A review of the device history record, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of height products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated during the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso (B)(4). The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective. A follow-up report will be submitted within 30 days upon receipt of any relevant additional information.